Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a stage two implantation procedure where high impedances were found on the right-side lead. The doctor ordered a computed tomography (CT) scan which confirmed an intracranial hemorrhage around the lead. The patient was admitted to the intensive care unit (ICU).

Manufacturer narrative:
Correction to the initial MDR in blocks b5, f10, h6 and h11. Additional MFR narrative additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55, (B)(6). Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the right side during the stage two implant procedure. Troubleshooting was done and the physician assessed that the right lead and lead extension were causing the high impedances. The lead and both lead extensions were replaced, however, the issue persisted, and the procedure was completed. Following the procedure, a computed tomography (CT) scan was completed, and intracranial hemorrhage was found around the lead. The physician suspected this cause the high impedances. Subsequently, the patient was admitted to the intensive care unit (ICU). Additional information was received that the patient was successfully reprogramed and her impedances have resolved.